Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot#: p4h0907), sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm, (lot#: n4h2015y) unknown egia su, unknown endo gia sulu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic right lobe resection, during main pulmonary vein resection, after approaching the right pulmonary vein, when an attempt was made to resection, tried to squeeze the handle after setting it to firing mode according to the procedure, but the resistance was strong and the firing could not be performed. The event occurred during the second and third shots of the firing operation during surgery. When the handle and the cartridge were replaced to a new ones, was able to perform firing without any problems. There was no patient injury.